Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm rupture, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a computed tomography revealed a possible proximal type I endoleak. On (B)(6) 2021, an aortography revealed a proximal type I endoleak. The physician elected to monitor it because the patient was elderly, had poor renal function preoperatively, and no significant pulses of the abdominal aortic aneurysm prior to the initial treatment. Reportedly, the physician stated that no endoleak was confirmed during the initial treatment, however, an additional cuff implantation might have been considered to extend a landing length of the outer curvature of the proximal neck. Additional information received from the field sales associate (fsa) on january 19, 2024: after the evar procedure on (B)(6) 2021, a proximal type I endoleak was observed. On (B)(6) 2024, when the patient visited another department, an abdominal imaging revealed that the abdominal aortic aneurysm had ruptured and since the patient was in good health, he was temporarily sent home. On unknown date, the patient visited the site again and the physician decided to perform additional treatment. On (B)(6) 2024, a reintervention was performed. Additional aortic extender was implanted and the proximal type I endoleak was resolved. The location of the rupture was unknown on a computed tomography and an intraoperative angiography.